Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the initial surgery due to the lens being scratched. In follow up, it was learned that an incision enlargement was required. It was reported that the scratched lens was due to the technician. Lens was replaced with the same model and size lens, and the patient reported to be doing well.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection with unaided eye revealed the lens was observed with a cut across the optic zone. The lens condition is consistent with a lens that was removed and replaced from the patient¿s eye. Due to the damaged condition of the return sample, no further product testing could be performed. A manufacturing record review was performed; no deviation was identified or non-conformance report (ncr) was generated during the manufacturing process. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction and specifications. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.